Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that 2 gauges of trocars are leaking during the surgery. The surgery was completed. No patient harm. This is 2 of 2 reports for this facility and is for the 25 gauge trocars.

Manufacturer narrative:
Suspect product #1: one opened 23 ga trocar cannula/hub assembly was received in a plastic sleeve for the report of leaking. The returned sample was visually inspected per facility procedure apdsop-01106 and was found to be conforming. The sample was then functionally tested for leaking per facility procedure apdsop-01489 and was found conforming. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be conforming, therefore leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Suspect product #2: no sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. (B)(4).